Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". The customer ran the blood test, result read 151 mg/dl and 137 mg/dl (after drinking a half of glass of soda and eating cookies). Reviewed the last 5 blood results in the meter memory: lo-08:35p-(B)(6) (customer's concern), 89-07:02a-(B)(6), 147-10:05p-(B)(6), 101-06:47a-(B)(6), 221-10:27p-(B)(6). His expected blood sugar reading should be anywhere from 140 mg/dl-150 mg/dl. No adverse event reported.